Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. Correction: battery was scrapped. Root cause: the root cause of the loose busbar cannot be positively identified. Corrective action: scars 1007, 1084, 1168, 1218, 1308. Will release battery pack and close complaint,

Event description:
A us distributor reported that a battery was unable to power on a monitor.